Event description:
Reporter alleged obtaining discrepant blood glucose values of 167 mg/dl back to back with a result of 88 mg/dl when testing was performed less than 5 minutes apart on the advantage system. No actions or treatment reported. A request was made for the return of the suspect device and replacement product was sent.